Event description:
On 12/18/1997 following a ptca/stent procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, approximately 2.5 hours late bleeding was noted (activity of pt at time of onset is unknown). A femostop was placed to aid in achieving hemostasis. The pt's hematocrit was measured and found to have dropped from 42 down to 26. Three units of packed red blood cells were therefore administered. The pt complained of abdominal pain, and an ultrasound was performed the morning of 12/19/1997. This ultraosund confirmed the presence of a large pseudoaneurysm and retroperitoneal bleed. As of 2/8/1997, further info has not been obtained by the MFR as to how the above events were treated, nor the outcome of the procedure(s) performed. However, there have been no further reports to the MFR of add'l pt complication or sequelae.